Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module black out. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the control body leaky, the lg cable connector leaky, the segment leaky, the light guide cable cracked, the insertion flexible tube (ift) bending habit, the lcb distal cover glass cracked, the remote control buttons malfunction; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.